Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va0bfhx, implanted: 2013-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported the patient fell two weeks prior to this report and they hit their head hard. A patient injury was reported and the patient had a "goose egg" or a bump on their head by their eyebrow going all the way back to the wires. The patient stated that it was not the first time they had bumped their head.

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that she began falling after implant. Every time the patient fell she got a "big goose egg" on the left side along where the lead was. It was not clear what the patient meant by this statement. The patient fell in (B)(6) 2014 and had to have (B)(6) staples put in her head. The patient then fell in (B)(6) four days prior to her daughter's wedding, breaking her nose and getting a concussion. Due to the fall the patient had pain in her neck and when she would turn her head to the left she would get a really sharp jolt, "like she stuck her finger in a socket." The patient had an x-ray to see if the leads were in the correct spot. The doctor read the x-ray and compared it to a previous x-ray. According to the doctor the lead was fine, but the patient may need some reprogramming. The patient called another doctor to order an x-ray, but never heard back and gave up. The patient also had a MRI on (B)(6) 2014 to verify if the leads had moved following her (B)(6) fall. During the MRI the patient required sedation with and without contrast and her stimulation was turned off, so she was strapped down due to her tremor. Again the lead was found to be fine. The patient met with a manufacturer representative at the hospital on the same day for reprogramming. The patient's doctor reportedly thought the falling was due to the patient's multiple sclerosis (ms) and not the implantable neurostimulator (ins). The patient mentioned that she had had ms for (B)(6) years and never had so many falls. The patient had gone to the doctor "about two weeks ago" and the ins was found to be fine after interrogation. Then "about ten days ago" the patient turned stimulation off and she had not fallen since. The patient called the doctor and informed them she was turning it off. On (B)(6) 2014 the nurse called the patient and told her it was not a good idea to turn off the stimulation. The patient did not care and would rather have her tremor, which had returned worse than before implant. The nurse practitioner was the one programming her and not the manufacturer representative, whom she would prefer to meet. The patient's next follow-up appointment with this office was not until next year, but she did have an appointment with a different doctor on (B)(6) 2014. The patient was also scheduled to see a neurologist at the end of (B)(6) and a plastic surgeon in early (B)(6) about fixing her nose. Additional interventions and the patient outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell on (B)(6)-2014. The patient was walking to brush her teeth and tripped over a rug. The fall was bad as the patient got a concussion, broke her nose, had bruises on both of her knees, two black eyes, multiple abrasions, and they also thought she broke her elbow. The patient took a shower after the fall and drove herself into the emergency room (ER). The ER told the patient she should not have driven that day. They did a CT scan and determined the patient had a skull fracture. The patient also had air surrounding and a big gap where her lead was. The healthcare provider (hcp) thought that the fall ¿disturbed the wire.¿ the patient was scheduled to have a MRI on (B)(6)-2014 because they wanted to ¿wait for everything to settle down after her fall and see if the lead was really moved.¿ the patient noted that a manufacture representative would be at the MRI to turn her ins¿s off and that they would have to ¿strap her in during the MRI because she had bad tremors.¿ two weeks later it was reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. Additional information was requested, but was not available as of the date of this report.